Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased one and a half year within a six month period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.